Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include sweating, incoherent and nausea. The patient called the ambulance and was transported to the ER. The patient reported that they removed the pod prior to the paramedics arrived and that they were not treated for their diabetes, but was given intravenous fluids in her home before being taken to the ER. At the ER, the patient was just monitored before being discharged after 18 hours. The pod has been discarded.